Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to explant and replace the lead due to high impedances. During the procedure, the physician was unable to explant the lead. Reference related manufacturer reference# 1627487-2019-06560.